Event description:
It was reported that the patient was having charging issues, the duration of charge and charge would not last. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred past few months from the date manufacturer became aware of the event.